Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: when deploying physician pushed too hard on blue tube. Additional information received on 05jan2024: during a tavr procedure, access was gained using micro puncture and ultrasound in the right common femoral artery. Measured depth for the manta was 5.5+1. Post closure, upon viewing the post deployment arteriogram, it was noted that blood flow to the distal femoral artery was stopped. The collagen and foot plate were in the vessel. Procedure resulted in a surgical cut down and removal of manta device to return distal blood flow.

Event description:
It was reported that: when deploying physician pushed too hard on blue tube. Additional information received on 05jan2024: during a tavr procedure, access was gained using micro puncture and ultrasound in the right common femoral artery. Measured depth for the manta was 5.5+1. Post closure, upon viewing the post deployment arteriogram, it was noted that blood flow to the distal femoral artery was stopped. The collagen and foot plate were in the vessel. Procedure resulted in a surgical cut down and removal of manta device to return distal blood flow.

Manufacturer narrative:
(B)(4). No returned product evaluation could be completed as no product was returned for evaluation. The device lot history record review for lot number mn2301538 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Customer stated," when deploying physician pushed too hard on blue tube. Upon viewing the post deployment arteriogram, it was noted that blood flow to the distal femoral artery was stopped." As no unit was returned for evaluation, it is unknown if any damages were present on the unit. As per the additional information received, the procedure employed was tavr. Access site was rcfa. Calcification and tortuosity were mild. Measure depth was 5.5 +1. Manta was deployed at the measured depth. Excess tension was applied in tamper tube. The colour indication at the tension window is unknown. Excess tension indicates it could be red. The IFU states the following per deployment steps maintain constant yellow/green tension while the blue lock advancement tube emerges from the manta closure. Note that the tension gauge indicator will show a red zone when excessive force is applied. While maintaining light tension as indicated by the yellow/green to full green indicator, grasp the blue lock advancement tube. Lightly slide the blue lock advancement tube down the suture and advance the radiopaque lock distally to secure the implant, maintaining constant tension (indicator showing green) on the manta closure handle with the right hand. Excess tension could lead to the components deployed inside of the vessel. Per customer response, collagen and foot plate were deployed within the vessel. Surgical cutdown was employed to remove the manta. A manufacturing record review was completed and no related nonconformances were found. Based on the information, the most likely root cause of the issue is user error. The der process will continue to monitor for any similar events.